Event description:
Per the clinic, the patient was explanted due to decrease in performance. The results of an integrity test 2008 showed multiple electrode anomalies.the patient was explanted the following year, and was reimplanted with a new device during the same surgery.